Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device was discarded at the user facility.

Event description:
A sales representative reported that 2 screws have retracted/stripped within a patient post operatively. The retraction of these screws caused an additional procedure to take place for the patient.